Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: it was reported by the customer that 2 extension sets would not push saline through the device.

Manufacturer narrative:
H.6. Investigation: one sample (model #20039e) was returned by the customer. It was reported by the customer that 2 extension sets would not push saline through the device. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125798 and 20125796 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125796 regarding item #20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125798 regarding item #20039e.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125796, medical device expiration date: na, device manufacture date: 2020-12-04, medical device lot #: 20125798, medical device expiration date: 2023-12-08, device manufacture date: 2020-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: it was reported by the customer that 2 extension sets would not push saline through the device.